Manufacturer narrative:
If explanted, give date: unknown, information not provided. Phone number: (B)(6). The device was not returned for analysis as the lens was discarded therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zkb00 model intraocular lens(iol) was explanted from patient's right eye due to patient reporting of significant halos and poor contrast sensitivity. There was no patient injury. The replacement lens used is a different model same diopter lens. Patient was very happy with implantation of the replacement lens. Suspect product was disposed. No further information available.

Manufacturer narrative:
Corrected data: upon further review of the file it was noted that the second code listed in section h6 - health effect clinical code in the initial report (MFR report number 2020664-2021-07128) was inadvertently selected as 2140. The initial report should only have the first code listed as the single code within this section. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.